Event description:
Infection - vagina [vaginal infection]. Had 2 tampons get stuck [foreign body in reproductive tract]. Case narrative: consumer reported via social media that tampon got stuck. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.